Event description:
Patient received ptn implantation with a telescoping keyed lag screw to fix a 4 part intertrochanteric fracture. Lag screw distended through the femoral head two months post op. Revision surgery completed in 2007. Patient outcome: fine.